Manufacturer narrative:
The reference (B)(4) has been alllocated to this case by rayner. On 4th march 2016, rayner received notification from its (B)(4) distributor that a healthcare professional had reported that the appearance of an implanted intraocular lens (product name, model number, lot number and power not provided) had changed following vitrectomy surgery in which c3f8 was introduced into the eye. No further information has been provided at this time. Additional information, including a detailed patient medical history, has been requested from the healthcare facility to faciliate further investigation of this report. Device not returned to manufacturer.

Event description:
Rayner intraocular lenses limited received notification from its (B)(4) distributor on 4th march 2016 that a healthcare professional had observed changes in a rayner iol associated with vitrectomy with c3f8 gas.